Event description:
Healthcare professional reports one incident of a patient reaction with the psn 210 dialyzer. It was reported that ten minutes into treatment, the patient experienced pruritus and complained of throat closing. Treatment was stopped and blood was not returned to the patient with an estimated blood loss of 300 cc. Patient was administered benadryl 50 mg IV with relief. Treatment was resumed with an alternate membrane and completed without further incident.